Manufacturer narrative:
Other text: the complaint sample was returned for evaluation. The physical condition of the device indicated wear. The device was dirt. The quick connect was corroded. The cord and pole clamp were discolored. Functional testing was performed; the display didn't change. The failure resulted from a malfunctioning liquid crystal display/printed circuit board. The printed circuit board, quick connect, line cord, pole clamp were each replaced. Preventive maintenance was performed. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has been previously serviced about a month earlier in aug 2022 where the main pcb was replaced due to physical damage to the lcd display per previous repair order. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
B5: additional event information received indicating no patient involvement (updated b5, a1), corrected data: h6: event problem device code corrected to [2917] device sensing problem.

Event description:
Additional info received via email 17-oct-2022: event occurred during set up. No patient harm was reported.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display doesn't change. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.